Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as devices were not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no evidence this patient¿s vague persistent symptoms in her left knee are related to factors of faulty component design, manufacturing or materials. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact root cause of the event could not be determined as pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following other devices were also listed in this report: tri ts baseplate size 3; cat# 5521-b-300; lot# gosv. Triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# s86mp. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m7m07a. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# r8w3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported patient had left knee implanted and is experiencing pain, swelling and discomfort. Patient reported she did physical therapy for 6 months but nothing changed. She also has difficulty getting around.

Event description:
It was reported patient had left knee implanted and is experiencing pain, swelling and discomfort. Patient reported she did physical therapy for 6 months but nothing changed. She also has difficulty getting around.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.